Event description:
The user facility reported that after 3-4 hours of use, the co2 removal performance decreased, but they continued using the device. Eventually, foamy liquid leaked, resulting in poor oxygenation. Due to the difficulty in removing co2, they used the oxygenator with extra care. Despite this, leakage and poor oxygenation occurred. However, since the device was decamping, they continued using the oxygenator as is. The final patient impact was not harmed. No medical/surgical intervention was required to prevent injury or blood loss.

Manufacturer narrative:
E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample. No breakage or other anomaly was noticed in the appearance. Air was blown into the gas channel of the actual sample. Foamy liquid was observed leaking from the gas outlet side. This liquid was likely to be plasma that became light red in color due to hemolysis. Leak test of the actual sample was conducted. The actual sample (after rinsing) was incorporated into a circuit consisting of tubing, and colored saline was circulated through it. As a result, no leakage was confirmed. Based on the user's suggestion, the o2 transfer and co2 removal performance of a sample having the same product code and lot# was measured in accordance with the product inspection procedure. It was confirmed to meet the factory's specifications. No anomalies were found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45 mmhg. [Circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100%. [O2 transfer volume] @5l/min: 312ml/min., @3l/min: 208 ml/min. [Co2 removal volume] @5l/min: 256ml/min., @3l/min: 175ml/min. The manufacturing history and shipping inspection records for the actual sample showed no anomalies. Additionally, the past complaint file for the involved product code/lot# indicated that no similar complaints had been received. Based on the investigation result, it was confirmed that the plasma leakage had occurred in the actual sample. From this, it was inferred that the cause of the poor oxygenation during use may have been plasma leakage, which inhibited gas exchange. As a possible cause of the plasma leakage, based on our past experiences, the following factor was considered. However, it was not possible to clarify the cause of plasma leakage. It is possible that the blood properties changed due to some factor, leading to the production of a substance having surface-active properties. This could have disrupted the surface tension relationship between blood and gas that had been maintained in the micropores of the fiber surface. As a consequence, the oxygenator was in a state where plasma leakage was likely to occur. Relevant instructions for use (IFU) reference: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.